Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the lancet protrudes beyond the end cap of the safe t pro uno lancet. The lot number was not provided. No adverse event reported. Requested return of suspect device and replacement was sent.